Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) was 225 mg/dl. Reportedly, the pump supplies were changed to address the issue. Additionally, it was reported that the customer experienced low bg; cause was unknown. Customer's continuous glucose monitor read "low," however, specific bg value was not provided. The customer consumed carbohydrates to address bg. Recommendation was made to consult with health care provider regarding diabetes management.